Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'white screen' could not be confirmed or reproduced during evaluation. Evaluation observed that the device powered on and off with both alternating current and direct current power supplies. Normal pump function was observed. The processor printed circuit board was found to be properly installed. Liquid crystal display flex was found properly installed. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.